Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip slid off of catheter prior to deployment steps. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.